Event description:
The patient reported that after having the cardiac monitor implanted for only a few days, the patient felt symptomatic with shortness of breath. The patient was taken to the emergency room. Follow-up was conducted to obtain information on the patient and whether the episode was device related, but the attempts were unsuccessful. Records indicate the device remains in use, although the patient indicated having the device removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.